Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there were several distorted conductors, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer insulation was melted, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix fractured, there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that the right ventricular lead was scheduled for extraction due to elevated thresholds and high impedance. It was noted that under fluoroscopic examination, the helix of the lead was visualized in the right atrium and could not be visualized at the tip of the right ventricular lead. The helix had apparently broken off the lead in the right ventricular apex. It was also noted that the lead had an impedance spike in the 2009, but was stable until the time of implant. The remaining portion of the lead was explanted and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular lead was scheduled for extraction due to elevated thresholds and high impedance. It was noted that under fluoroscopic examination, the helix of the lead was visualized in the right atrium and could not be visualized at the tip of the right ventricular lead. The helix had apparently broken off the lead in the right ventricular apex. It was also noted that the lead had an impedance spike two years after implant in 2009, but was stable until the time of explant. The remaining portion of the lead was explanted and replaced. No further patient complications were reported as a result of this event.